Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the evaluation results.

Event description:
User facility reported that the clinician was having difficulty removing the gripper from the pt. When the clinician removed the needle, it rebounded and stuck the clinician's finger. The clinician is believed to be receiving treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to pt or user reported.